Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this situation which happened in (B) (6). This x-ray system's remote fluoroscopy controller got stuck during an exam. The alarm sounded to inform the operator of this problem.

Manufacturer narrative:
A switch may get stuck due to mechanical failure or due to dirt or dust particles. This is not very likely since the reported problem is not a known issue. There have been no similar problems over the complete lifetime of bv25. However, what sometimes can happen is that the system is used with the fsw plus the user then wraps the cable around the fsw so tight that it automatically starts to apply x-ray. This is our strong suspicion. This is confirmed by the fact that upon checking the system, no defect could be found on the controller. The system should be checked on its safety functions (properly functioning of x-ray lamp, beeper, and hsw/fsw) on a daily basis as stated in the instructions for use.